Event description:
In early 2009, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. There was difficulty inserting the 18fr gore introducer sheath into the access vessel due to occlusive disease and the vessel was heavily calcified. Posterior plaque was also observed in the common iliac artery. The gore excluder aaa endoprostheses were implanted without complication. Upon removal of 18fr gore introducer sheath, the patient's blood pressure dropped rapidly and it was observed that the iliac artery had ruptured and remained on the sheath. A retroperitoneal exposure of the common iliac artery revealed a transaction just distal to aortic bifurcation. A right-to-left femoral-femoral bypass was performed. The patient tolerated the procedure and is reported to be stable with no further complications at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.